Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and post procedural haemorrhage ('some bleeding for a few days following procedure') in a (B)(6) female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had hard time inserting essure" on (B)(6) 2013. The patient's medical history included swelling of feet and swallowing difficult. Previously administered products included for birth control: iud. Concurrent conditions included polycystic ovaries and acid reflux (oesophageal). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("device insertion complication"), fallopian tube spasm ("tubal spasm,spasming and she had difficulty placing") and procedural pain ("procedure was extremely painful especially on the right/cramping and pain for a few days following the procedure"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding returned,abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia), heavy period "), uterine haemorrhage ("uterine bleeding ") and migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdomen") and experienced abdominal pain ("cramping, pain returned"). The patient was treated with diazepam (valium), ibuprofen, oxycodone and surgery (hysterectomy with bilateral salpingectomy. Total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, migraine and vaginal discharge had resolved, the complication of device insertion, fallopian tube spasm, uterine haemorrhage, female sexual dysfunction, fatigue, alopecia and abdominal pain lower outcome was unknown, the procedural pain outcome was unknown, the vaginal haemorrhage was resolving and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, complication of device insertion, fallopian tube spasm, menorrhagia and procedural pain with essure. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, pelvic pain, post procedural haemorrhage, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: bilateral uterine tubal occlusion devices. Impression: 4.3cm right ovarian cystic lesion. Small amount free pelvic fluid. Mild ascending and proximal transverse colonic constipation. Ultrasound pelvis - on an unknown date: polycystic ovarian syndrome. Small endometrial fluid. Endometrial heterogeneity, may be seen with adenomyosis or fibroid uterus. Ultrasound scan vagina on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet and mr received , new reporter, patient demographic information, concomitant condition and lab data ,essure indication ,essure stop date , lot number, event menorrhagia, uterine bleeding, apareunia (inability to have sexual intercourse ), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal), migraines/headaches, pain, pain lower abdomen, concomitant medication and outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had hard time inserting essure" on (B)(6) 2013. The patient's medical history included swelling of limbs and swallowing difficult. Previously administered products included for birth control: iud. Concurrent conditions included polycystic ovaries and acid reflux (oesophageal). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced post procedural haemorrhage ("some bleeding for a few days following procedure"), complication of device insertion ("device insertion complication"), fallopian tube spasm ("tubal spasm,spasming and she had difficulty placing") and procedural pain ("procedure was extremely painful especially on the right/cramping and pain for a few days following the procedure"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding returned,abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia), heavy period "), uterine haemorrhage ("uterine bleeding ") and migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen"), anaemia ("anaemia"), genital haemorrhage ("genital haemorrhage"), back pain ("back pain") and metrorrhagia ("metrorrhagia") and experienced abdominal pain ("cramping, pain returned"). The patient was treated with diazepam (valium), ibuprofen, oxycodone and surgery (hysterectomy with bilateral salpingectomy. Total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, migraine and vaginal discharge had resolved, the complication of device insertion, fallopian tube spasm, uterine haemorrhage, female sexual dysfunction, fatigue, alopecia, abdominal pain lower, anaemia, genital haemorrhage, back pain and metrorrhagia outcome was unknown, the procedural pain outcome was unknown, the vaginal haemorrhage was resolving and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, complication of device insertion, fallopian tube spasm, menorrhagia and procedural pain with essure. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, metrorrhagia, migraine, pelvic pain, post procedural haemorrhage, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: bilateral uterine tubal occlusion devices. Impression: 4.3cm right ovarian cystic lesion. Small amount free pelvic fluid. Mild ascending and proximal transverse colonic constipation. Ultrasound pelvis - on an unknown date: polycystic ovarian syndrome. Small endometrial fluid. Endometrial heterogeneity, may be seen with adenomyosis or fibroid uterus. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jan-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Reporter added. Events added- genital haemorrhage, back pain, metrorrhagia, anaemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / lower pelvic pain') in a 24-year-old female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had hard time inserting essure" on (B)(6) 2013. The patient's medical history included swelling of limbs and swallowing difficult. Previously administered products included for birth control: iud. Concurrent conditions included polycystic ovaries and acid reflux (oesophageal). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced post procedural haemorrhage ("some bleeding for a few days following procedure"), complication of device insertion ("device insertion complication"), fallopian tube spasm ("tubal spasm,spasming and she had difficulty placing") and procedural pain ("procedure was extremely painful especially on the right/cramping and pain for a few days following the procedure"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and cystitis ("infection (bladder/urinary tract/vaginal) - bladder"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding returned,abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy period / periods that continue almost monthly") and uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced abdominal pain ("cramping, pain returned"), female sexual dysfunction ("apareunia (inability to have sexual intercourse )"), anaemia ("anaemia"), genital haemorrhage ("genital haemorrhage"), back pain ("back pain"), metrorrhagia ("metrorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with diazepam (valium), ibuprofen, oxycodone and surgery (hysterectomy full with bilateral salpingectomy. Total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, vaginal discharge and abdominal pain lower had resolved, the complication of device insertion, fallopian tube spasm, uterine haemorrhage, female sexual dysfunction, fatigue, alopecia, anaemia, genital haemorrhage, back pain, metrorrhagia and vulvovaginal pain outcome was unknown, the procedural pain outcome was unknown and the vaginal haemorrhage, abdominal pain and migraine was resolving. The reporter provided no causality assessment for abdominal pain, complication of device insertion, fallopian tube spasm, menorrhagia and procedural pain with essure. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, metrorrhagia, migraine, pelvic pain, post procedural haemorrhage, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: bilateral uterine tubal occlusion devices. Impression: 4.3cm right ovarian cystic lesion. Small amount free pelvic fluid. Mild ascending and proximal transverse colonic constipation. Ultrasound pelvis - on an unknown date: polycystic ovarian syndrome. Small endometrial fluid. Endometrial heterogeneity, may be seen with adenomyosis or fibroid uterus.. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. New event of vaginal pain was added. Event outcome :pain lower abdomen, migraine/headache were updated. Onset date of the events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had hard time inserting essure" on (B)(6) 2013. The patient's medical history included swelling of limbs and swallowing difficult. Previously administered products included for birth control: iud. Concurrent conditions included polycystic ovaries and acid reflux (oesophageal). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced post procedural haemorrhage ("some bleeding for a few days following procedure"), complication of device insertion ("device insertion complication"), fallopian tube spasm ("tubal spasm,spasming and she had difficulty placing") and procedural pain ("procedure was extremely painful especially on the right/cramping and pain for a few days following the procedure"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding returned,abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia), heavy period "), uterine haemorrhage ("uterine bleeding ") and migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen"), anaemia ("anaemia"), genital haemorrhage ("genital haemorrhage"), back pain ("back pain") and metrorrhagia ("metrorrhagia") and experienced abdominal pain ("cramping, pain returned"). The patient was treated with diazepam (valium), ibuprofen, oxycodone and surgery (hysterectomy with bilateral salpingectomy. Total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, migraine and vaginal discharge had resolved, the complication of device insertion, fallopian tube spasm, uterine haemorrhage, female sexual dysfunction, fatigue, alopecia, abdominal pain lower, anaemia, genital haemorrhage, back pain and metrorrhagia outcome was unknown, the procedural pain outcome was unknown, the vaginal haemorrhage was resolving and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain, complication of device insertion, fallopian tube spasm, menorrhagia and procedural pain with essure. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, metrorrhagia, migraine, pelvic pain, post procedural haemorrhage, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: bilateral uterine tubal occlusion devices. Impression: 4.3cm right ovarian cystic lesion. Small amount free pelvic fluid. Mild ascending and proximal transverse colonic constipation. Ultrasound pelvis - on an unknown date: polycystic ovarian syndrome. Small endometrial fluid. Endometrial heterogeneity, may be seen with adenomyosis or fibroid uterus. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.